Event description:
It was reported that a smiths medical pump alarmed: nd clamp tubing, settings rate 2.3 res vol 79 given 26. There was air in the tubing with no injury to patient. No further information available.